Event description:
(B)(4). Very painful procedure, afterward very painful cramping with and without an actual period, extremely heavy bleeding with every period, cramping that goes down threw my thighs, hair loss, fatigue, teeth crumbling apart.